Event description:
The pt reportedly experiences poor performance with use of his device. Device testing revealed that the device is functioning normally. The company was informed that the pt is scheduled for device revision surgery. A supplemental report will be submitted once new info is obtained.